Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "slightly over-pumping" was not reproduced. Evaluation also had the flowline run a flow test and found to deliver with 5.89% error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over pumped during testing in the biomed service department. There was no patient involvement. No additional information is available.